Manufacturer narrative:
Visual examination of the returned device found the basket wires retracted. The tip was detached and not returned. The side car-rx presented pushback out of specification. Evaluation concluded that the condition of the returned device was consistent with the complaint incident that the tip of the basket detached prematurely. Based on the available information, the most probable root cause for this case is anticipated procedural complication since the complaint is due to known physiological effects of the procedure noted within the directions for use. Moreover, side car-rx pushback is an issue that could have been generated by the manipulation of the device, the interaction with the scope or the interacting with other devices. Therefore, the most probable root cause of the failure side car-rx pushback is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid" rx basket was used in the bile duct during a removal of biliary stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. However, the tip of the basket detached prematurely before the stone could be crushed . A catheter balloon was used to remove the tip but was failed, leaving the tip inside the patient. The procedure was not completed due to this event. An x-ray was performed on (B)(6) 2016 and noted that the tip had moved to the lower bile duct. The patient will undergo another surgery for removal of the tip on (B)(6) 2016.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a removal of biliary stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. However, the tip of the basket detached prematurely before the stone could be crushed . A catheter balloon was used to remove the tip but was failed, leaving the tip inside the patient. The procedure was not completed due to this event. An x-ray was performed on (B)(6) 2016 and noted that the tip had moved to the lower bile duct. The patient will undergo another surgery for removal of the tip on (B)(6) 2016. Additional information received as of 30nov2016: there was no tip inside the bile duct when they confirmed the next day of procedure. As a result, the patient was discharged from the hospital without any complications.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a removal of biliary stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. However, the tip of the basket detached prematurely before the stone could be crushed . A catheter balloon was used to remove the tip but was failed, leaving the tip inside the patient. The procedure was not completed due to this event. An x-ray was performed on (B)(6) 2016 and noted that the tip had moved to the lower bile duct. The patient will undergo another surgery for removal of the tip on (B)(6) 2016. Additional information received as of 30nov2016. There was no tip inside the bile duct when they confirmed the next day of procedure. As a result, the patient was discharged from the hospital without any complications. Additional information received as of 09jan2017. X-ray was performed on (B)(6) 2016 and the patient's condition is good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid&#10258;x basket was used in the bile duct during a removal of biliary stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. However, the tip of the basket detached prematurely before the stone could be crushed . A catheter balloon was used to remove the tip but was failed, leaving the tip inside the patient. The procedure was not completed due to this event. An x-ray was performed on (B)(6) 2016 and noted that the tip had moved to the lower bile duct. The patient will undergo another surgery for removal of the tip on (B)(6) 2016.